Manufacturer narrative:
Follow-up #1 date of submission 07/09/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory features. No defects were found with the keypad buttons. The bolus button cover was intact and the button responded properly. The reported bolus button issue was not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly, the audio bolus button was under responsive since a month ago. It was reported that the bolus button was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.